Event description:
Health professional reports leak in the lap-band.

Manufacturer narrative:
Taper ii. No additional information has been reported to allergan regarding the serial number or the implant date. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."